Event description:
Additional information notes that the pulse generator went into back-up mode once again on (B)(6) 2013. The product code was successfully downloaded, which resumed normal device function. The patient would continue to be monitored.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup operation. After a device software download, normal device function resumed.